Event description:
Boston scientific received information that this right ventricular (rv) lead caused a red alert to be declared due to high pacing lead impedances greater than 2,000 ohms. The patient's physician is aware of the situation and noted that the lead also revealed low pacing impedances less than 200 ohms and possible noise. A revision procedure maybe performed in the near future. At this time the lead remains in service. No adverse patient effects were reported and all other measurements were confirmed normal and within range.

Manufacturer narrative:
At this time the lead remains in service and is not expected be returned at this time. If the product is removed and returned analysis will be completed to determine the root cause of this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.